Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. The device is not serviceable and has been permanently removed from service. The device has not been returned to physio-control for further evaluation. The cause of the reported failure could not be determined.